Event description:
It was reported that balloon rupture occurred. The target lesion was located in a ventriculoatrial shunt. A 4.0mmx40mmx40cm (4f) sterling balloon catheter was advanced for dilatation. However, upon the first inflation at 6 atmospheres for 5 seconds, the balloon ruptured. The procedure was completed with another of the same device. No patient complications were reported.